Event description:
It was further reported that the issue was possibly related to the device/therapy. It was noted that the source was deleted. When the subject returned on (B)(6) 2013, the physician stated the issue was due to disease progression.

Event description:
It was reported the patient experienced dysphagia, difficulty swallowing liquids, and increased tremor. Impedances revealed an open circuit at contact 3 on the left. The patient was reprogrammed and resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v865879, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).